Manufacturer narrative:
Other relevant device(s) are: product ID: bi20000729, serial/lot #: (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the left drive chain master link broke. The rep replaced the master link, aligned the left drive motor and set the tension. The failure was then resolved. The system passed the system checkout and was found to be fully operational. The chain master link component was returned to medtronic but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the site was having issues with the drive motion. There was no drive motion. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the chain master link component. The reported problem was confirmed through functional testing, performance testing, and visual/physical examination. Visual inspection of the returned drive chain found one drive chain was missing master link, and therefore separated from the system resulting in the system drive not functioning as expected. The other drive chain assembly was in good, used, complete condition. Analysis determined there was a physical damage failure with the returned component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.